Event description:
It was reported that during a procedure involving an orbiter pv electrode catheter, upon introduction and visual inspection by the physician everything was ok. During the procedure very high signal noises occurred. The physician removed the catheter and saw the wire out of the electrode. The procedure was successfully finished with another orbiter pv. No patient complications were reported.

Manufacturer narrative:
Visual inspection revealed a broken pull wire close to the second ring. Functional test shows that slider worked correctly, however, the action of the thumbwheel did not close the loop in the distal end properly. Electrical continuity testing was performed and no opens or shorts were detected. Review of a provided image noted that the pull wire was broken and out of the end distal of the unit. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.